Event description:
It was reported that during an unknown timing, when pulling the trigger on the fan spray kit it did nothing at all. The power did not turn on even when the switch was turned on. Since it started to work after replacing the battery pack, they believe that there was a problem with the battery or the battery pack itself. During device evaluation, it was discovered through a visual inspection of the interior of the pack that the batteries had leaked electrolyte inside of the pack. There are no adverse events associated with this malfunction. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Functional testing found the device would not power on with the original battery pack but did power on and function normally in both modes when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There appeared to be damage/pinching to one of the wires of the pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: japan.